Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a ventral midline incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent mesh removal surgery on (B)(6) 2016. It was reported that the patient underwent surgery on (B)(6) 2017 to repair a recurrent hernia. The surgeon used a component separation technique and used a different type of mesh. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.